Event description:
The lead was implanted on (B)(6) 2012. Lt appears the mdt lead had high threshold and capture issues during implant. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).